Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v266138, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient (B)(4).

Event description:
It was reported that the patient was shocked two times on the day of implant surgery by the manufacturer representative. Additional information was requested, but was not available as of the date of this report.